Event description:
Customer reported his insulin pump was not calibrating with his sensor. He also stated the piston was not moving like it should be. The customer also reported no delivery alarm. The customer's blood glucose was 123 mg/dl. The customer was unable to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump functioned properly during the prime, excessive no delivery and displacement tests. No excessive no delivery alarm was noted. No motor rewind or piston anomaly was noted during testing. The transmitter communicated properly with the insulin pump. No calibration anomaly was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.